Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6) patient - (B)(6): filter tilt =16 degrees. At the index procedure on (B)(6) 2017, the patient received a günther tulip filter. Primary reason for filter placement was a current deep vein thrombosis with a contraindication to anticoagulation due to recent major surgery, planned orthopedic surgery, and a recent stroke/neurologic event. The inferior vena cava (ivc) diameter at the intended filter location was 21.2 mm. There was no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. The ivc diameter was 23 mm. The filter was placed in the ivc infrarenal site and there was no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 18.2 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. The post-procedure x-ray was completed the same day and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 7.7 degrees and 4.1 degrees in the lat view. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). After investigation, this complaint is no longer considered reportable in us as imaging review did not support the reported filter tilt and no other failure mode could be found. According to imaging reviewed the complainted initial tilt on 18.2 deg, was an overestimation based on the ivc centerline, and the true tilt was reduced to nearly 0 deg. Name and address for importer site: (B)(4).